Manufacturer narrative:
The investigation is in process. Once the investigation is complete, a follow up report will be sent.

Event description:
It was reported the monitor went blank during use. There was no patient injury.

Manufacturer narrative:
After initial onsite investigation by the draeger service technician, the reported issue was isolated to the ac/dc board. The ac/dc board was replaced which resolved the issue. The cited material was requested for further investigation, however material was not available. There is no trend for this issue.

Event description:
Please refer to the initial report.